Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident and feels okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering and also not using auto mode feature on insulin pump. It was also reported that the insulin pump had insulin flow blocked alarm and cannula was bent. The insulin pump will not be returned for analysis.